Event description:
Reportable based on analysis completed on 05-feb-2015. It was reported that failure of the stent to deploy occurred. The 70% stenosed, 70mm x 23mm, eccentric, de novo target stricture was located in the non tortuous and non calcified trachea. After predilation was performed with an unspecified balloon catheter, a 24x70/11fr wallstent® endoprosthesis was advanced to treat the stricture but the stent could not be released. The physician withdrew the stent and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). The stent delivery system and deployed stent were received for analysis. A visual and microscopic examination found that the stent wires at the distal end of the stent were uncrossed. A visual and tactile examination of the returned device found no kinks or damage along the shaft of the device. The investigator identified no issues with the profile of the holding sleeve and stent cup. It was also noted that the inner could be advanced and retracted without issue during the product analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).